Event description:
A report was received that the patient was not getting stimulation due to lead migration. X-ray revealed that the lead had migrated out of the epidural space. The patient underwent a revision procedure wherein a split suture sleeve was added to the implant. The patient was doing well postoperatively.